Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(6) site, per variance 5.

Event description:
The customer called and reported experiencing high blood glucose around 400 mg/dl. Customer treated with a bolus. Troubleshooting was performed with the insulin pump. The drive support cap appeared normal. No leaks or air bubbles were found. Programming and settings were reviewed and customer was advised to verify accuracy with healthcare provider. Customer declined further troubleshooting and will not be returning the device for analysis.